Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 375 mg/dl.

Manufacturer narrative:
The returned device was evaluated, and the pod was received fully deployed. The exposed portion of the soft cannula was observed to be kinked. No tears or leaks were observed. The timing and cause of this damage is unknown. Fluid was able to travel the complete fluid path despite the kinked cannula. No damages or deficiencies to the needle mechanism or drive mechanism were observed that would result in a failure to deliver insulin. The pod data indicated there was no struggle to deliver insulin. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. It could not be determined if the observed damaged cannula contributed to the reported failure to deliver insulin. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 17.7. Smartphone hardware: iphone14.3. Cgm sensor type: g6.